Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button is not functioning. The patient reportedly was unable to navigate through the pump and had difficulty bolusing. The patient reportedly wears the pump underneath clothing, against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: the keypad was torn over the ok button. The ok button was scrolling and the button contact was found to be misaligned when the cover was removed. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.